Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that a few months back where the implant is, the patient was having some dull aches and was thinking the device was causing the issues. She turned the stimulation off. Patient takes medication for the incontinence. Patient has the device for bladder and bowel incontinence. Last week it was burning so much in the area of the device. Agent did not ask about the circumstances that led to the reported issue. Confirmed with caller she turned the therapy off. She said she took it down to 0.0 volts. The issue was not resolved through troubleshooting. Patient said the device seems like it has moved lower than it originally was. The patient was redirected to their healthcare provider to further address the issue.